Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call indicating that the insulin pump alert calibration error. Customer's blood glucose was unknown mg/dl. The customer stated that alert did not occur as a result of the 1st calibration attempt after in it. Customer is experiencing intermittent calibration error. Customer is using single meter for calibrations. The customer was advised not to calibrate when there is a large discrepancy. The customer was advised that sensor may be malfunctioning. The customer was advised to change site. The customer was offer to replace sensor and return the product in use. The customer declined to troubleshoot the other events, sensor glucose versus blood glucose and threshold suspend.